Manufacturer narrative:
(B)(4). Initial MDR mailed on february 11, 2015. On (B)(6) 2015, the customer reported that the philips field service engineer (fse) discovered during servicing that three of the sixteen bolts that connect the couch tabletop to the horizontal bearings (j-blocks) had broken off. The fse confirmed that there was no harm to patient, or operator as a result of this event. On (B)(4) 2015 the fse arrived on site to replace the bolts via implementation of (field change order) (B)(4).. The bolts were provided for engineering assessment. Upon evaluation, philips engineering determined that the failed bolts were a result of material which did not meet specified ultimate tensile strength. After the implementation of the fco, there have been no further recurrences at the site.

Event description:
The philips field service engineer discovered during servicing that on three of the sixteen bolts which are connecting the couch tabletop to the couch horizontal bearings ("j blocks") the bolt heads had broken off. The fse confirmed that there was no harm to patient, or operator as a result of this event.

Manufacturer narrative:
Note: we have not completed our investigation of this event and therefore cannot complete sections at this time. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
The philips field service engineer discovered during servicing that on 3 of the 16 bolts which are connecting the couch tabletop to the couch horizontal bearings ("j blocks"), the bolt heads had broken off. The fse confirmed that there was no harm to patient, or operator as a result of this event.